Event description:
It was reported that before use on that, the cardiosave intra-aortic balloon pump (iabp) the unit alarmed and the screen displays electrical fail code #12 when starting up. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions initial reporter telephone number: (B)(6).

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) had evaluated the unit and it was being found that there exists the machine power - on alarm. Electrical failure, code #112. Than the fse had replaced the pcb, front end, rohs the front panel and performed the relevant calibration according to the maintenance manual. The equipment had passed all the factory specified performance and safety index tests. The equipment has been delivered to the customer and it can be used clinically. There was no involvement of the patient. The defective components were received for further investigation. The front end board was observed per the cardiosave service manual with no visual damage. The national repair center installed the front end board into the cardiosave test fixture and tested the front end board to factory specifications per procedure and the cardiosave service manual. Verified the system would power up with a code 12 error code. Front end board will be sent to the supplier per procedure. Fat received back from the supplier. The supplier stated they replaced components. No specific root cause identified. Please see attachments for failure analysis paperwork. This investigation is now complete. Retaining the part in the failure analysis and testing department per procedure number. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.